Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a follow-up, x-ray confirmed that the left ventricular lead had dislodged. No further action was taken, and the lead remained implanted.